Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her blood glucose dropped from 419 mg/dl to 407 mg/dl after giving herself a correction bolus of 6.3 units. Customer's blood glucose at time of call was 302 mg/dl. Customer experienced dry mouth due to high blood glucose. After troubleshooting, customer was advised that the tubing clamp will be sent so customer can be assisted in performing the high pressure test. Customer will not be returning the device for analysis.